Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The insulation was confirmed to be abraded through exposing the outer coils. The abrasion was smooth and a bit spiral which may indicate lead on lead contact.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead observed noise and increased threshold measurements. As a result, the ra lead was explanted and replaced. During the revision, insulation damage was visually confirmed. No additional adverse patient effects were reported.